Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 1 year and 8 months post implant of a 23mm sapien 3 valve in the aortic position, the patient developed aortic insufficiency. Thrombus was detected on the first valve early on. The patient was symptomatic and was hospitalized for heart failure. A 23mm sapien 3 ultra valve was implanted within the first valve.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) and central regurgitation are a potential adverse event associated with bioprosthetic heart valves. Regurgitation can either be paravalvular leak (pvl), central leak though the valve and/or a combination of both. Regurgitation after transcatheter heart valve replacement is not uncommon and may vary in severity. Many cases are mild and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Central regurgitation which develops progressively over time can be due to a number of issues including patient related factors (including thrombosis and endocarditis), non-structural valve deterioration resulting in valve dysfunction (e.g. Patient-prosthesis mismatch, malposition, etc.) Or structural valve deterioration (e.g. Calcification, flail leaflet, etc.). Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly affect the functionality of the valve resulting in leaflet restriction (including increased gradients, stenosis and/or thickened leaflets) may occur with or without the development of clinical symptoms. In this case, the medical records received did not specify whether the regurgitation was central or paravalvular. The cause for the worsening regurgitation could not be determined, however, may be related to patient factors (per report, thrombus had been detected on the first valve early on). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Per the patients medical records, approximately 1 year and 8 months post tavr, the patient was admitted to the hospital with shortness of breath, hypoxia, acute on chronic heart failure exacerbation and pulmonary edema noted. The patient had developed severe symptomatic aortic prosthetic valve insufficiency. Due to the recurrent episode of acute heart failure, a 23mm sapien 3 ultra valve was implanted within the first valve during the hospital admission. The procedure was successful. The patient was stable and was discharged. Post tavr tte showed a well seated tavr valve with an aortic valve mean gradient of 19mmhg, ef 70 to 74 percent, moderate ms/mr and moderate tr.